Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of system locked up. The fse determined the cause of the problem to be the motor controller. Fse replaced the motor controller to resolve the issue. The fse verified system function. While working on system fse noted the collimator regulator pcb, while still functional is on the verge of failure but does not currently affect system function. During troubleshooting fse also reseated multiple connections but this did not resolve the issue. The function of a motor control board include motor brake control, motor enable control, motor drive input control, and interlock enable. A failure in this board could cause system lockups based on age of the system, manufactured before 2007, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The motor driver pcb assemblies were evaluated and reseated. The motor driver controller pcb was also evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the table was not functioning properly. Additional information was received from the field service engineer indicating that the system locked up. No patient serious injury or death was reported related to this event.